Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio did note that the device required repairs (non-critical) which were unrelated to the reported issue; however, the customer declined service and requested that the unit be returned to them unrepaired.  The device was then returned to the customer per their request. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display upon power on. A white display is indicative of a device lock-up condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.